Manufacturer narrative:
Patient¿s height reported as 6 feet. Reporter is synthes sales consultant. A review of the device history records has been requested. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, during an insertion of a tibial nail surgery, the surgeon was attempting to remove an unknown connecting screw from the unknown tibial nail with the t-handle ball hex screw driver. The connecting screw would not turn and appeared to be stripped or cross-threaded. While attempting to loosen the connecting screw, the ball hex portion of the screwdriver snapped off. The surgeon was able to retrieve broken piece and then used a different unknown hex screwdriver shaft with ratchet wrench to loosen connecting screw. It was unknown if there was surgical delay. Procedure and patient outcome are unknown. Concomitant device reported: tibial nail (part # unknown, lot # unknown, quantity # 1). This report is for one (1) cannulated connecting screw. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history records review was completed for part: 03.010.404, lot: u251367. Manufacturing location: (B)(4), release to warehouse date: nov 03, 2016. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The raw material was confirmed to be correct per the specification with no relevant non-conformance noted. Product investigation was completed. Visual inspection: visual inspection of the returned device performed at customer quality (cq) observed a few stripped proximal threads in the device cannulation. Furthermore, worm hex edges that mates with the hex screw driver tip were identified under 10 x magnification. No further issues were identified. With the observed condition, the device condition agrees with the reported complaint condition and the complaint was confirmed. Drawing/specification review: relevant drawing was reviewed during this investigation. No product design issues or discrepancies were observed. Dimensional inspection: due to post manufacture worn and stripped thread condition actual dimensions both at the hex edges and proximal threads could not be obtained. Therefore, the dimensional analysis was not performed at relevant portions. Document/specification review: review of device history records showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. A definitive root cause for the device stripping and worn condition could not be determined based on the provided information. The most likely cause is any off-axis aligning with mating device could have led to this reported complaint conditions. This complaint is confirmed however no product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.